Manufacturer narrative:
The patient was hospitalized for the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, and patient's outcome were not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient had their pd catheter removed, current modality for dialysis therapy was not reported. No additional information is available.